Manufacturer narrative:
This event occurred in (B)(6). The field service engineer (fse) attempted to download the bar-code scanner and re-configure the settings, however, the problem was not solved. The bar-code scanner was replaced which resolved the issue. The investigation determined the issue was due to the bar-code scanner.

Event description:
The initial reporter complained of a barcode scanner issue on the cobas integra 400 plus which may impact patient identification. The patient sample ID bar-code label is (B)(6), however the bar-code scanner reads this as (B)(6). The bar-code scanner read the rack number and reagent bar-code with no error. There was no allegation that incorrect patient results were reported outside of the laboratory.